Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(6) defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-00576. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient has lost effective stimulation due to lead migration. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-00576: follow up revealed high impedance was found on several lead contacts and one of the patient's leads that migrated was found to be wrapped around their ipg. As a result, the patient's leads were explanted and replaced with a single lead/different model. Surgical intervention resolved the patient's issue.